Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the emergency button of the device did not work; the keypad tested out-of-specification in an electrical manner. It was also noted that the keypad was scratched, all six plugs were damaged, the red wire on the liquid crystal display (lcd) was pinched without compromise to the insulation, both battery wires were pinched without compromise to the insulation, and wires were routed incorrectly over the battery compartment. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emergency function on the external pulse generator (epg) was unable to be activated prior to use. The epg has been returned for service. There was no patient involvement.